Event description:
It was reported that the patient possibly had twiddler's syndrome causing the device to turn into the pocket and a growth on the skin around the incision site was also noted. The device and leads were explanted and replaced on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, all conductors were cut, all conductors has blood/body fluid (not obstructed), the inner insulation was breached cut, the outer insulation was breached cut, and there was apparent explant damage. (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that all conductors were stretched, the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), the outer insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the lead was stretched, and there was apparent explant damage.